Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparotomy, the device did not staple the entire structure, requiring the completion of the anastomosis manually. There were no patient consequences reported.